Manufacturer narrative:
Hematoma is a known inherent risk for a biopsy procedure. Follow-up with the treating physician indicated the possibility of not following instructions regarding holding pressure post procedure, which could have contributed to the event. However, we are unable to confirm based on the event description. The device was discarded by the customer, which prevents a full analysis of the device and its relevance to this event, but it is unlikely that the device was a direct contributor. However, due to the patient consequence of a hematoma that required surgical intervention, we are submitting this medwatch report pursuant to 21 cfr 803.

Event description:
The sales rep reported that the physician said that she had an issue on a previous mr biopsy. She had an 8cm linear enhancement. She did an ultrasound biopsy of one area. Then did a biopsy on the enhancement at 2 sites. So 3 biopsies total. The patient had no bleeding post procedure until they were getting ready to check her out. They held additional pressure. The patient developed a large hematoma after leaving and returned to the hospital. The physician ended up doing a CT of the patient's breast and the physician stated the hematoma was significant and causing the patient a lot of pain. The physician took the patient to surgery and cauterizing the area.